Manufacturer narrative:
(B)(4). A system error (se) 2240 was found during a review of the event logs of the hc device. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined. The lot number is unknown therefore a batch review was not performed. This issue has been escalated to CAPA.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 (air in line) on a homechoice (hc) machine during use. The technical service representative performed trouble shooting and arranged for a swap of the homechoice device. This case is opened for the homechoice automated pd set with cassette that was used in conjunction with the homechoice device. The tsr did not discuss the use of continuous ambulatory peritoneal dialysis (capd) as the hc was operational. There was a patient involved, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A sample is not available. A follow up report will be sent when additional information becomes available.